Event description:
The customer states that a positive axsym toxo igm result of 1.5 index value was generated on a pt sample that retested positive and then negative. No add'l pt info was available. No impact to pt mgt was reported.